Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j28017 and h10j21061 with no issues noted during the manufacturing process. Root cause has been determined as poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the fourth of five reports associated with this event.

Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is report 4 of 5 associated with this event.

Event description:
During a call to baxter regarding a unrelated alarm, the caregiver for the home patient(hp) stated that the hp was on antibiotics for peritonitis. On (B)(6) 2011, baxter contacted the hp's dialysis nurse (pdrn) who stated, on (B)(6) 2010 the hp reported cloudy peritoneal effluent and was instructed to come to the dialysis clinic. That day, cultures of the pd effluent were obtained. Treatment started immediately with intraperitoneal (ip) ancef 2gm daily for 4 weeks. The hp has performed nightly pd therapy with the home choice and local (pd4) ambuflex solution for an unreported period of time, and continues this regime to date. The last dose of the 4 week ancef ip treatment was (B)(6) 2011. The pdrn added that the hp has recovered, however a reculture has not yet been completed. Causality given by the pdrn was probable touch contamination due to the nature of the organism.